Event description:
The technician indicated that the left head side rail will not latch.

Manufacturer narrative:
The technician found the side rail center arm was broken. The technician replaced the center arm to repair the bed.